Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous, calcified superficial femoral artery. An unknown manufacturer's 6fr introducer sheath and a non-bsc guide wire were inserted. The 6.0 x 60/135 (4f) sterling, mr, balloon was selected for dilation and advanced to the target lesion. The balloon was inflated three times at 12 atm, 12 atm and 14 atm. On the fourth inflation the balloon ruptured at 14 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.